Event description:
Reported an infusion pump with 570:320:844:0000. It was not specified if the failure occurred while infusing. The facility rep stated that no pt injury was reported on this pump since the last baxter service event.